Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During the procedure, the anchor broke when insertion of joint. It was reported that the anchor did not touch anywhere when insertion to joint. A backup device was readily available. No delays or patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - the complaint indicated ¿during the procedure, the anchor broke when insertion of joint. It was reported that the anchor did not touch anywhere when insertion to joint¿. Clinical prep details were not included in the report such as what procedure was being conducted, what the bone condition was, what type and size tap were used for the prep site. Reasonable evaluation is limited without these. Based upon the condition of the anchor, over torque is a factor. The spiral is fractured in alignment with a shaft graduation to a larger diameter. This occurs with resistance from the insertion hole. Please note: IFU reads: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ no root cause associated with the manufacture of this device could be supported nor proven. No further investigation warranted. Device returned for evaluation. Date received by manufacturer. Device evaluated by the manufacturer. Evaluation codes updated.